Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that user experienced issues with the "prime rewind." There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue to perform the prime steps.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings:.during investigation, there was no data in pump histories from time of reported issue due to continued use. Rewind, load, and prime steps performed successfully. Unable to duplicate or verify reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.